Manufacturer narrative:
The iab was returned with the membrane completely unfolded and blood observed on the exterior of the catheter. No blood was visible inside the iab catheter. A kink was observed on the catheter tubing and inner lumen near the y-fitting approximately 75.2cm from iab tip. The inner lumen was found occluded with dried blood. The occlusion was able to be cleared. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks or holes were detected. The reported problem cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Event description:
N/a.

Manufacturer narrative:
Event site postal code - 780-8562 the device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID #(B)(4). H3 other text : device not returned.

Event description:
It was reported that after one day of intra-aortic balloon (iab) therapy, the balloon ruptured. The iab was replaced and therapy was provided. The iab was reported to have been in use for two days. There was no patient harm or adverse event reported.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5). This event occurred on the japanese market with a transray 34cc iab, which is significantly similar device sensation 34cc iab which is sold in the USA. Provided d4 lot number, d4 expiration date, and h4 device manufacturer date corresponding to transray device involved in the event, which is not available in USA. Complaint record ID # (B)(4).

Event description:
N/a.